Manufacturer narrative:
The mammomark biopsy site identifier is a sterile, single use device intended for use after an open surgical or percutaneous breast biopsy procedure to mark the biopsy site. The device is not available for analysis, which precludes a full investigation and analysis of the root cause. However, this failure mode is identified in the risk management file and will occur at the end of the procedure and involves the marker tip physically breaking. The failure mode involves the tip of a side deploy marker shearing on the cutter of a disposable probe and separating from the body of the marker. Should this failure mode occur, there is a chance the broken marker tip may be left in the patient's breast. Medical intervention is required to remove the sheared tip. Multiple attempts were made to obtain the lot number and patient information regarding treatment to remove the broken marker tip. Based on patient consequences of unintended piece of the device of the device left in the biopsy site, and the likely additional surgical procedure to remove, and purusant to 21 cfr 803. We are submitting this medwatch report.

Event description:
It was reported by the sales rep., during the procedure, the tip of the mammomark was sheered off and left in the breast. The procedure was completed with the original device. There was patient complications, the tip of the marker was sheered and left in the breast during biopsy.